Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion was 85% stenosed, very tortuous and moderately calcified. The device was removed from packaging with no issues noted. Device was prepped prior to use with no issues noted. The lesion was pre-dilated once (14atms). Resistance was encountered when advancing the device but excessive force was not used during attempted delivery. The device was unable to pass the lad. The device was removed from the patient and another des was used to complete the procedure. There was no patient injury reported. Physician has indicated that the event was due to use of the device in a difficult lesion morphology/anatomy. On review of the returned device is was noticed that some of the stent struts were damaged. Device evaluation: the distal tip was flared. The 9th, 10th, 11th, 12th and 13th proximal segments were deformed with raised struts. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusion: (stent deformation). (85% stenosed, very tortuous and moderately calcified). (Stent). (B)(4).